Event description:
It was reported while using bd¿ pharmaceutical waste collector the absorbing pad was missing. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the distributor that absorbent pad was not included with sharps collector. Verbatim: distributor: her customer states this pad was not included with the sharps collector they received.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4) medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of missing absorbent pad could not be verified due to the product not being returned for failure investigation. According to the DHR review process; the result showed there were no issues reported like missing component (absorbing pad) during the manufacturing process of the part number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issue reported for missing component (absorbing pad) for the same part number throughout the last twelve months. According to the DHR review process; the result showed there were no issues reported like missing component (absorbing pad) during the manufacturing process of the part number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issue reported for missing component (absorbing pad) for the same part number throughout the last twelve months. Based on this investigation it was determined that this failure mode is related to the manufacturing process since the lack of absorbing pad could happen due to process omission since this component is attached manually. The current manufacturing process was reviewed and it was found as capable of detecting missing components such as absorbing pad.

Event description:
It was reported while using bd¿ pharmaceutical waste collector the absorbing pad was missing. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the distributor that absorbent pad was not included with sharps collector. Verbatim: distributor: her customer states this pad was not included with the sharps collector they received.